Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds. If the device is advanced against resistance, damage such as this may occur. During functional testing, the ruby coil was re-sheathed using a demonstration introducer sheath without an issue. The ruby coil was then advanced out of the introducer sheath and a demonstration microcatheter without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. (B)(4). The investigation findings do not lead to a clear conclusion about the root cause of the resistance during the procedure.

Event description:
The patient was undergoing a coil embolization procedure to treat a left epigastric bleed using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed a ruby coil into the target location using the microcatheter. Next, the physician experienced resistance while delivering the next ruby coil. Therefore, the ruby coil was removed. The procedure was completed using two new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.